Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alarming and had an open book image. The insulin pump did not have any other alarm prior to the open book image. They also reported that the label was faded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.